Event description:
It was reported that the patient presented for an implant procedure. It was noted during the procedure that the left ventricular lead's pacing impedance was out of range and there was no pacing through the lv lead. The lv lead was exchanged and replaced. The patient was stable.